Manufacturer narrative:
This supplemental MDR is created to correct section e1. The country in which the event took place was updated. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The item in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The cutting loop is broken in the distal area. The cutting wire is pulled out of the metal holder and broken on the second side approx. 12mm in front of the metal holder. In addition, the insulation of the cutting wire shows deep indentations, which can only come from something sharp in combination with high force. Furthermore, the cutting wire of the loop is very strongly bent, which also indicates a high force effect. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
This supplemental report is initiated to correct section b2. The last supplemental report incorrectly reflects that there was a life-threatening event. The event in this caseis not life-threatening. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The event occurred in italy. It was reported that during a tur-p surgery, the loop detached in the bladder. The broken-off part needs to be retrieved with a cystoscope and forceps, which lasted approximately 10 mins. The broken loop fragment irritated the middle prostatic lobe causing bleeding. The operation was completed without complications.